Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reports their 8110 failing the height verification test. No patient involvement.

Event description:
The customer reports their 8110 failing the height verification test. No patient involvement.

Manufacturer narrative:
A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: housing assembly: 1. Customer reports the claws not closing all the way. 2. Recommended customer send in for repair. 3. Customer will send in for repair. 4. Emailed customer our fixed level pricing. The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.